Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the pump was broken from a fall and not operational. Customer blood glucose level was 263 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.